Event description:
It was reported that during central processing, the permanent cautery hook was observed to have a bent and cracked shaft. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. No material was found missing. The root cause of broken instrument main tube is typically associated with mishandling/misuse. Additional observation not reported by site that is related to the primary failure: the instrument was found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.174¿ x 0.248. The root cause of broken instrument proximal clevis is associated with mishandling/misuse, such as excess force applied to the distal end of the instrument.